Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The patient stated that she went to the emergency room with blood glucose levels greater than 600 mg/dl. The patient also stated that she had strep throat. Troubleshooting was performed, and the insulin pump was programmed correctly except for the time. Assisted with correct time. The insulin pump passed the prime and high pressure tests. Nothing further was reported.